Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation team (pe) observed a hair on the side of the implant. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The complaint was confirmed since a hair was found on the device. However, at this point, it is not possible to determine the root cause of its presence. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the failure mode is related to manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/03/2017, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 7409480 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) review is in progress. Once completed, the information will be submitted in a supplemental. (B)(4).

Event description:
It was reported that patient went through implant procedure with exp rect remote 250 cc (p/n: 3504302m, and lot number 7409480. Hair was found on expander after opening the package. Physician replaced the expander with a new product. The procedure was completed without any patient consequences. There was no delay in procedure and no additional procedure was needed. The foreign material is observed on or inside the device or inside the packaging prior to implantation and is out of specification. This failure can potentially lead to serious injury. Hence, this issue is MDR reportable.